Event description:
It was reported that philips could not rotate the c arm. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a diagnosis was performed when the issue happened. The procedure was delayed. The procedure was completed by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that unable to rotate the c-arm. Following a study of the log file, after reviewing the log file, rse found that the control module (geo-imaging) at table-frontal angulate rotate joystick had reported a runtime error. Rse suggested to replace the control module. Customer ordered and replaced the control module by themselves. After replacement, the system was returned to use in good working condition. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the procedure was delayed, and the system is restarted. The procedure was completed by restarting the same azurion system. This scenario includes that the system is restarted normally. Since the loss of motorized rotational resolved with normal restart and procedure is completed on same azurion system, this event would not be reportable. The codes were updated based on the investigation outcome.